Event description:
A physician reported the haptic was broken on a ceeon intraocular lens, model 912, 21.50 diopter, when the package was opened. The lens never came in contact with the pt and another lens was used. The results of the quality investigation are not available at the time of initial report.